Event description:
It was reported that the therapy connector on the device was bumped while pacing a patient and this caused the pacing function to stop. The customer had another defibrillator available and used it to continue pacing the patient. The inability to pace the patient following the bump to the therapy connector would potentially prohibit the device from delivering defibrillation therapy, if needed. It was reported that the failure did not have any adverse effects on the patient.

Manufacturer narrative:
(B)(4): the device was evaluated by the hospital's biomed and the therapy connector assembly was replaced. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Neither the device, or the removed therapy connector will not be returned to physio-control for evaluation.